Event description:
It was reported that the patient has expired after an implant duration of approximately 0.1 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that cause of death was pneumonia. Per the operative report of (B) (6) 2010, "the patient tolerated the procedure well and was taken to the intensive care unit in satisfactory condition."

Event description:
It was reported that the device was explanted after an implant duration of approximately 121.6 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another device implanted; (B) (6). Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: a diagonal cut, across the cusp area of leaflet 3, measures to approximately 12mm. Multiple tears/cut in the tissue of leaflet 2, at the free margin and the cusp area, measures to approximately 12mm; the tears are most likely due to mechanical damage. The wireform is exposed at commisure 3 due to cuts in the sewing fabric. Also at commissure 3, wireform to band separation is noted in the x-ray. Moderate host tissue is detected at the stent inflow and the stent outflow. No other inconsistencies detected. X-ray. Additional manufacturer narrative: the device evaluation was completed on 05/27/2010.